Event description:
It was reported that the user experienced loss of glucose data from the freestyle libre 3+ sensor to the ilet shortly after applying a new sensor, with an in-app ¿sensor unavailable¿ alert and no failed or replace-sensor alerts observed; the user was instructed to toggle sensor settings and rescan, and to monitor for readings to resume or contact the sensor manufacturer for replacement if the sensor failed. Symptoms included no reported adverse physiological effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included technical support troubleshooting and user guidance. Investigation of this case revealed a transient connectivity or sensor availability issue without evidence of device malfunction of the ilet. It was concluded that the event was consistent with sensor communication interruption, and continued monitoring and manufacturer follow-up for the sensor were appropriate.